Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap colon. According to the reporter: the rectum was cut with echelon. Anastomosis with double stapling technique was done by the device. One side of the double stapling staple remained uncut and the part was involved in mylar. When the device was taken off, the tissue was torn. Nothing was done to address the torn tissue and there was no unanticipated blood loss of tissue resection. The pt is under observation.